Event description:
The facility reported an infusor which leaked during filling. The device was being filled with a 275-ml solution of 91.8 ml bupivaciane (manufactured by hospira) and 183.2 ml normal saline. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one unit containing fluid in the reservoir. The reported condition of a leak was not confirmed. Visual examination of the sample showed no signs of physical abnormality. A functional leak test was subsequently performed by manually filling the unit with red water. During and after fill, no evidence of leak was observed. Thereafter, the unit was being monitored for 24 hours. After 24 hours of leak monitoring period, there was no evidence of leak detected anywhere on the entire unit. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.